Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) lead had an increased capture threshold. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.